Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported two screws broke in facial bone. The first screw was destroyed using a drill as there was no emergency screw or heat pen available. The surgeon moved the plate to a different location and while attempting to fix a screw tightly, the second screw broke. The screws remain in the patient's bone. There was a surgical delay of less than ten minutes.

Manufacturer narrative:
Explant date was corrected, the distributor confirmed the patient did not have a revision due to infection; this was a mistake when completing the complaint form.

Event description:
Additional details were received; it is reported the first screw that broke was able to be removed but the body of the second screw remained in the patient's bone. The screw that was destroyed using a drill occurred after the screw broke as the surgeon was attempting to remove the broken screw. The plate was able to be fixated completely and the surgery completed.